Event description:
The patient passed away due to sudep. Per the physician, there was no relationship between the vns and the cause of death. No additional relevant information has been received to date.